Event description:
It was reported that: "tlc rij blue port with micro tear". The device was in situ in patient for 17 days prior to the issue. Extension was clamped off and the device was removed. A peripheral IV was inserted for medication. There was no reported patient harm."

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported that: "tlc rij blue port with micro tear". The device was in situ in patient for 17 days prior to the issue. Extension was clamped off and the device was removed. A peripheral IV was inserted for medication. There was no reported patient harm."